Event description:
The customer stated that she was hospitalized for low blood glucose levels. Troubleshooting was performed and the daily totals matched with all of the bolus and basal rate deliveries. The customer also stated that she had a sinus infection, which may have contributed to the event. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.